Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2,h6,h11 the device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the colonovideoscope had adhesive on the insertion tube. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via phone and reported an out-of-box failure after adhesive was found on the insertion tube of a new scope during initial cleaning prior to first use. A case was created and the customer requested the case number be emailed. The customer was transferred to sales-support to initiate the RMA, as they were responsible for generating it. No further tac action was required, and the case was closed.